Manufacturer narrative:
Explant was reported due to respiratory discomfort and pleural fluid. A tear was found in cusp 2. All three cusps had thinning of the cusp base. Cusp 2 contained microcalcifications. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear, and microcalcification could not be conclusively determined; however, the tear was adjacent to a microcalcification. Calcification is a known event associated with tissue heart valves.

Event description:
On (B)(6) 2013, a 27mm epic valve was implanted. On (B)(6) 2019, the patient presented with severe respiratory discomfort and was diagnosed with pleural fluid. On (B)(6) 2019, the device was explanted. Upon explant, no tear was observed but p1 on the posterior side was prolapsed into the left ventricle. P2 of the leaflet was turned toward the left atrium and folded resulting in severe valve regurgitation. Light pannus and thrombosis was observed on the leaflets. The leaflet mobility didn't appear influenced by this. The device was replaced with a non-abbott valve. The patient is reported to be recovering. The patient was referred to another clinic for the thrombus. No additional information was provided from the physician.

Event description:
On (B)(6) 2013, a 27mm epic valve was implanted. On (B)(6) 2019, the patient presented with severe respiratory discomfort and was diagnosed with pleural fluid. On (B)(6) 2019, the device was explanted. Upon explant, no tear was observed but p1 on the posterior side was prolapsed into the left ventricle. P2 of the leaflet was turned toward the left atrium and folded resulting in valve regurgitation. Light pannus and thrombosis was observed on the leaflets. The leaflet mobility didn't appear influenced by this. The device was replaced with a non-abbott valve. The patient is reported to be recovering.